Event description:
It was reported the patient experienced pain and tenderness behind her ear at the deep brain stimulation (dbs) lead extensions proximal end site. It was noted there were no signs of infection or dehiscence however the cause for the pain and tenderness are unknown per the physicians assessment. The patient underwent a procedure where the physician reopened the lead extension incision site and created a bone divot making the dbs lead extension flush with the skull before completing the procedure. Additional information has not provided despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.